Manufacturer narrative:
Pt's gender: unk. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the right switch on the footswitch was working intermittently. This issue happened during a case. The footswitch was switched out and the case was completed. However, there was a slight delay while replacing the footswitch. There was no patient injury reported.